Event description:
New information notes that during an attempt to reposition the left ventricular lead to address the high capture threshold, a stylet was unable to be advanced into the lead lumen easily.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: return not received, appropriate codes inputted.

Event description:
Related manufacturer reference number: 2017865-2021-10909. It was reported that a patient presented with an implantable cardioverter defibrillator that exhibited extreme battery depletion. Additionally, the left ventricular lead had a high capture threshold on all vectors. The lead was explanted and replaced with an epicardial lead. The device was also explanted and replaced. The patient was stable.